Event description:
It was reported by the rep the device was used during a colon resection. It was reported the clip applier was used in pt. The surgeon said he went to apply clip on vessel, device cut vessel and lost blood. Surgery was delayed and he gave two units of blood. Finish with vessel tie off.